Manufacturer narrative:
Corrected data: d9 (¿no¿ was selected in error on the initial report), h3 (¿no¿ and ¿not returned to manufacturer¿ were selected in error on the initial report), and h6 (type of investigation code ¿10¿ was not added to the initial report in error) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had a dark image issue. There were no reports of patient harm.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to perform an environment evaluation at the customer's request. The fse inspected the entire scope and video system center set-up including wiring and operation. It was noted that the iris control did not appear to be working as expected under normal conditions., and the peak function did not enhance the center of the image. It was recommended that depot service investigate the issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.